Event description:
The balloon was inflated with 10cc's of sterile water to test the integrity. It would not deflate when the syringe was used to retract the 10cc's. The balloon remained inflated with water. Several attempts were made to deflate it unsuccessfully. It may be that the staff are not following the MFR's suggestions for how to remove the fluid from the balloon. Pretesting before insertion is the practice here, but I am not sure removal of the solution is performed the same way by all users. We will alert the education dept here for a possible review with all staff.